Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft (vamf3838c100tu, sn (B)(6))was implanted during an endovascular procedure. It was reported that approximately 2 years and 1 month post-index procedure, a type ia endoleak was identified. Approximately one month later, , an intervention was performed to treat the endoleak. It was reported that during the procedure, which involved a valiant captivia stent graft of the same model (sn (B)(6)), resistance was felt during insertion of the delivery system into the patient. The physician reported difficulty advancing the delivery system into the vessel and did not feel comfortable applying additional force. Upon inspection, a gap was observed in the delivery system between the nose cone and the graft cover. No damage to the device or the device's packaging was noted prior to use. A new valiant captivia stent graft of the same model (sn (B)(6)) was used as a replacement and was successfully implanted, resolving the type ia endoleak. Per the physician, the cause of the positioning difficulty/gap was attributed to a defective device and there was no vessel calcification, thrombus or tortuosity that may have contributed to the this event. No cause for the endoleak was provided. No additional sequelae were reported, and the patient is doing well.

Manufacturer narrative:
Additional information received: the cause of the type ia endoleak, as reported by the physician, was due to disease progression. Correction to b5: the previously reported sentence: "it was reported that during the procedure, which involved a valiant captivia stent graft of the same model (sn (B)(6)), resistance was felt during insertion of the delivery system into the patient" should read " it was reported that during the procedure, which involved a valiant captivia stent graft of the same model (sn v31338943), resistance was felt during insertion of the delivery system into the patient" instead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.